Manufacturer narrative:
Continuation of d10: product ID: 2af283, product type: balloon catheter, product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, vagal reflex occurred, and heart rate and blood pressure decreased. After ventricular pacing, 0.5 mg of atropine was administered intravenously. The patient's blood pressure was found to be low, reaching a minimum of 61/43 mmhg. Imaging showed weak cardiac pulsation, and bedside ultrasound indicated pericardial effusion. Pericardiocentesis and catheter drainage yielded 450 ml of dark red fluid. Blood gas analysis of the pericardial effusion suggested venous blood, indicating pericardial effusion caused by the right heart system. Autotransfusion of 400 ml of pericardial blood was performed. After intravenous injection of 20 mg protamine, due to a dopamine intravenous pump, the patient¿s blood pressure stabilized. The patient remained in atrial fibrillation, so synchronized cardioversion was performed with 200 j, restoring sinus rhythm at a ventricular rate of 98 bpm. Re-examination showed no recovery of pulmonary vein potentials in any pulmonary vein. Medication was administered intravenously to promote awakening. Cryoablation was successful. The patient¿s pericardial drainage tube continued to drain pericardial effusion, with about 50 ml of dark red fluid withdrawn and 700 ml of autologous blood transfused. Subsequently, about 200 ml of dark red fluid was further withdrawn; 400il of prothrombin and 2 units of red blood cells were administered intravenously. Pericardial ultrasound revealed increased effusion with visible flocculent material, and vital signs were unstable. After urgent secondary surgical consultation, indications for open-chest exploration were considered. After a total of 1600 ml of blood was withdrawn and blood pressure continued to drop, bedside open-chest exploration was discussed. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: transseptal needle product ID: non-medtronic product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that as the pericardial effusion was not resolving, a thoracotomy was then performed for chest exploration and suture the wound.